Manufacturer narrative:
(B)(4). A lot history record review was completed for the last three lots shipped to the event site prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro pa reported continued displeasure with the handle change to the hemopro. He reported that the resistance in the toggle was still difficult to deal with. He said that the hand would fatigue after extended use with the new toggle. He also reported that the lack of the audible click was still hard to get use to and he missed the feedback and confirmation provided with the old handle. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro pa reported continued displeasure with the handle change to the hemopro. He reported that the resistance in the toggle was still difficult to deal with. He said that the hand would fatigue after extended use with the new toggle. He also reported that the lack of the audible click was still hard to get use to and he missed the feedback and confirmation provided with the old handle. A replacement device was used to complete the procedure. The hospital did not report any patient effects.